Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during the pre-use check. Our field service engineer investigated the ventilator on site. During the troubleshooting, both the gas modules, along with their diss connections, were replaced, which solved the flow transducer test failure. After the replacements, the ventilator passed all calibration, functional, and safety tests and was returned to customer for clinical use. The gas modules, air and o2, regulates the inspiratory gas flow, and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Evaluation of the received device logs confirms the flow transducer test failure. The deviations between the air flow, the o2 flow, and the expiratory flow are too large, falling outside the specified ranges. The conclusion is that the replaced parts - the gas modules - were the cause of the failure. Since the replaced parts has not been sent for further investigation, the exact root cause to the reported issue cannot be determined. The UDI information is not available since the device was manufactured before 2015. A correction of field # brand name, # version or model #. Brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #(B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).